Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in radius side assessed as an unidentified (tear) opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification). Additional observations: red particles observed in the surface of the shell.

Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.